Event description:
Customer's daughter reports customer received a high blood glucose result of 188mg/dl with low blood glucose symptoms while using the advantage system. Customer's symptoms did not match results. Customer's daughter reports customer called her son and paramedics were called. Customer was tested by paramedics with a result of 44mg/dl and given a shot of unk content. No controls were run. A request was made for return of the suspect product and a replacement was sent.